Event description:
A psychiatrist recommended the fisher wallace stimulator for my husband's depression. My husband had been previously treated successfully for 24 years with antidepressants. He started using the stimulator at the end of (B)(6) 2014. He was told by the psychiatrist that he would be able to be weaned off his antidepressant. Once he was totally off the antidepressants and solely using the stimulator, he experienced extreme irritability and anxiety. The week before christmas, he started experiencing extreme depression and severe tiredness. On (B)(6) 2014, he took his own life. I feel that the reason that he took his life is due to the fisher wallace stimulator and the false claims of how well it works for depression. Each person has different types of depression caused by many different reasons. I do not believe that this stimulator is safe and effective on just any person diagnosed with depression. I also believe that patients need to be closely supervised while using this product. My husband, sadly, was not.